Event description:
It was reported that about 8 weeks after hto surgery in (B)(6) 2012, the patient had pain and the soft tissue around the surgery site was swollen. It was observed that there was no bone healing. No change of the a/p slope, no typical healing in the first 8-12 weeks and no graft was used during the first surgery. A revision surgery was done on (B)(6) 2013. It is unknown if a graft was used during the revision where the I-balance parts were fully removed and the failed osteotome was fixed with a peekpowerplate.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The devices were requested for evaluation but were not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. As stated in the event description the surgery was not completed per the surgical technique. (No graft was used during the first surgery). This type of event is most likely caused by instability due to the absence of the graft, patient non-compliance and/or adverse reaction to implant material. Per the surgical technique, weight-bearing should not begin until there is evidence of sufficient bone growth on serial radiographs. Also, the directions for use provided with the devices states: "improper alignment of the instrumentation may result in unintended tibial a/p slope change." It also states: "foreign body sensitivity: where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation." This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.